Event description:
Cr trial inlay 9 mm for tibia size 1 is broken. Therefore, it can no longer be used.

Event description:
No new information.

Manufacturer narrative:
Following further review of the information provided, along with clinician-approved risk documentation for this product family, this event has been determined to be non-reportable. The complaint reported that the insert was broken; however, there is no associated injury or patient harm. A review of the trial legacy instruments risk table, (B)(4), version ah, for fractured device indicates that the highest potential severity of harm is s3 with a potential occurrence level o1. Additionally, a review of the complaint history data for the past four years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based upon this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.